Event description:
Complainant alleged that during a shift check, the autopulse® platform displayed user advisory (ua) 2 (compression tracking error) and 7 (discrepancy between load 1 and load 2 too large) messages, that were unable to be cleared by powering the device off and on. There was no report of any patient involvement. No further details were provided.

Manufacturer narrative:
Product in complaint was returned to zoll circulation on (B)(4) 2014 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.

Manufacturer narrative:
The autopulse® platform (s/n (B)(4)) was returned to the manufacturer for analysis. Visual inspection of the returned platform was performed and found that the battery lock clip was bent and the front enclosure was damaged. The returned platform underwent initial functional testing and exhibited a user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) message. A review of the archive was performed and no anomalies were observed on the reported event date of (B)(6) 2014. However, multiple ua 2 (compression tracking error) and ua 7 (discrepancy between load 1 and load 2 too large) errors were observed on (B)(6) 2014 and (B)(6) 2014. Based on the investigation, the parts identified for replacement were the single point load cell, battery lock and front enclosure gasket. The platform underwent and met all final testing criteria. In summary the reported complaint of the platform exhibiting ua2 & ua 7 errors was confirmed through review of the platform archive and the ua7 error was also confirmed through initial functional testing. The root cause of the errors was determined to be caused by a defective single point load cell, which was replaced, remedying both errors.